Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2010 alleging an apply sample message on her one touch ultramini meter. The alleged issue with the meter began on an unspecified date in the afternoon around 4:30pm. Due to the apply sample message, she developed symptoms approximately 10 minutes later. She developed symptoms of feeling sweaty and was trembling. She did not seek any medical attention or contact her physician for assistance. While troubleshooting, it was noted that the testing technique was incorrect. The patient was applying blood on the test strips. Customer care advocate (cca) assisted the patient with the proper technique and the issue was not resolved. The patient was using the correct test strips. This was not the first time the patient was using the meter. Products were replaced. The complaint is being reported since the patient alleged that due to the apply sample message, she was unable to test and 10 minutes later developed symptom suggestive of a serious injury.

Manufacturer narrative:
Follow-up # 1 (03/11/11)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: investigation revealed that the strip port connector (spc) pin on the returned meter was lifting high and dirty. A DHR (device history record) was completed for the meter and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
A 510 (k)# is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.